Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. Visual inspection found a piece of haptic missing. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -16.5/4.0/085 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved.